Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the physician experienced difficulty implanting this right atrial (ra) lead. No sensing or capture could be obtained and high out of range impedances were present. This ra lead reportedly fell out of the tissue and the physician then experienced helix extension issues. The lead was replaced. It was later determined by an electrophysiologist, that the attempted lead was implanted in the artery rather than venous anatomy. No adverse patient effects were reported.